Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor suspended insulin delivery when sensor glucose was low and blood glucose was high at 332 mg/dl. Customer also had an incident with low blood glucose at 52 mg/dl. Customer treated with candies. Customer declined troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
The correct information has been provided with this report.